Manufacturer narrative:
Section e initial reporter state has been added as it was omitted in the initial report. Section g report source company representative has been added as it was omitted in the initial report. H6 medical device problem code a01 was added.

Manufacturer narrative:
Additional information has been provided in d1 and d3. Corrected information has been provided in d4. Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was most likely due to pump was not in proper position since clinical team confirmed pump position was shallow & hemolysis was improved after repositioning of the pump. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 53-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The impella cp was placed independently in the cardiac catheterization laboratory. There was subsequent concern for hemolysis after red-tinged urine was noted in the intensive care unit, prompting impella representative involvement for clinical support. Upon arrival, the patient¿s mean arterial pressure was approximately 105 mmhg while supported on p-9. Imaging demonstrated the impella inlet measuring approximately 0.9 cm from the aortic valve, suggestive of suboptimal device position. While at the bedside with the treating physician, the impella cp was repositioned to measure approximately 3.2 cm from the aortic valve. In addition, ICU staff were educated on the afterload-sensitive nature of the impella device, and the care team elected to reduce vasopressor and inotropic support. The reported events are hemolysis, device in wrong position, requiring device repositioning. Hemolysis is a known risk associated with impella support and may be influenced by hemodynamic factors, device position, and underlying critical illness, as described in the instructions for use. Based on the available information, the hemolysis was managed with standard troubleshooting measures, including device repositioning and optimization of hemodynamic support.